Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The target lesion was located in the proximal left anterior descending artery (lad) with 70% stenosis and was 8.0 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 12 mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient presented with recurrent chest pain and shortness of breath. Coronary angiography revealed 70-80% ostial and proximal stenosis in the lad. Coronary artery bypass grafting (CABG) was recommended and prasugrel was discontinued. The patient underwent successful CABG x3 with lima to lad, svg to om2 and svg to pda. The patient was discharged four days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).